Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced a blown fuse. The system is operating as intended.

Event description:
The customer reported that the 7900 system was not connecting. No pt injury was reported.